Event description:
¿Dressing was reinforced incorrectly. Patient movement and line broke. Hub was attached to IV tubing, remainder of line in patient but out enough to be removed. Patient will need a new PICC.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Dressing was reinforced incorrectly. Patient movement and line broke. Hub was attached to IV tubing, remainder of line in patient but out enough to be removed. Patient will need a new PICC.¿.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One catheter was returned for review. Visual inspection found that the catheter tubing was broken just beneath the strain relief resulting in two pieces being returned. Both breakage end sites were reviewed under magnification and the edges were jagged as though a tensile force had been applied to the catheter. The most probable cause for the reported issue was most likely due to an event within the user environment that resulted in the breakage of the catheter tubing. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.